Manufacturer narrative:
This report is being submitted as follow up no.1 to update and to provide the completed investigation results. One 6 fr angio-seal evolution was received for product evaluation. The arteriotomy locator, hemostasis sheath and the completely sealed evolution device were returned. Visual inspection revealed that the was a deformation(slight kinked) identified at the blood inlet hole of the arteriotomy locator. No damage or deformation was noted with the returned hemostasis sheath. There were no signs of use of the evolution device. No other visual anomalies were noted. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.0907". All measurements were within the specifications of manufacturing. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when a new angio-seal package was opened, the cannula was noted to be bent and was unable to use the device. Additional information was received on july 17, 2019. The issue was noted directly out of the box. The package was opened, and the device was found in this condition before it was handled out of the packing tray. The packaging was intact with not external signs of damage that would indicate external forces bent the device.